Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a rash that may have been caused by humalog insulin. Reportedly, the rash spread over the user's lower body. The customer was being treated for the rash under the healthcare providers (hcp) care. The hcp changed the user's insulin to novolog and the user was removed from the pump due to unknown cause of the rash. The user reported a blood glucose level of 212 mg/dl.